Event description:
Pt showed signs of toxic shock syndrome whilst wearing mepilex ag. Superficial and mid dermal burns to 6% tbsa, bilateral knees. Dressed with mepilex ag on (B)(6) 2012. On (B)(6)2012 signs of tss occurred. Redressed and bath (B)(6) 2012 mepilex ag.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. Molnlycke health care has no evidence that the mepilex ag was directly related to the pt's condition.